Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that (B)(6) 2026, a 22mm amplatzer amulet was chosen for implant using an unknown delivery system. No pericardial effusion was noted prior to the procedure. Transseptal puncture was performed at an inferior posterior location. At the time of the procedure, the patient was in sinus rhythm, with a left atrial pressure of 12 mmhg. Heparin was administered at a dose of 100 e/kg, achieving an activated clotting time (act) greater than 250 seconds. The left atrial appendage (laa) closure proceeded smoothly, with no reported difficulty or multiple manipulations during device implantation. The 22 mm amplatzer amulet device was positioned in a windsock-type laa anatomy in a semi-sandwich configuration. Several hours after the laa closure, the patient developed symptoms consistent with cardiac tamponade. Further evaluation revealed a circumferential pericardial effusion, with the largest dimension measuring approximately 1.5 cm, which was noted in the region of the left atrial appendage. Stabilization measures were initiated, including placement of a pericardial drain. Initially, there was significant blood loss through the drain, which subsequently decreased to approximately 200 ml per day. T was reported that the user believes the pericardial effusion was caused by the abbott 22 mm amplatzer amulet device.